Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed but did not reproduce the door not fully latched alarms, and found that they may have been caused by a damaged upper link switch. The upper auxiliary assembly, which contains the link switch, was replaced.

Event description:
It was reported that a spectrum pump alarmed door not fully latched. It was also reported that there was no pt injury.